Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain when not menstruating") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal pain when not menstruating / severe abdominal cramping/ abnormally severe pain"), menorrhagia ("heavy bleeding during menstruation"), libido decreased ("hypoactive sexual desire"), dyspareunia ("pain during intercourse"), vaginal infection ("vaginal infections"), fatigue ("severe fatigue") and depression ("worsening of her depression"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, libido decreased, dyspareunia, vaginal infection, fatigue and depression was resolving. The reporter considered abdominal pain lower, depression, dyspareunia, fatigue, libido decreased, menorrhagia, pelvic pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain when not menstruating / pain,") in a 22-year-old female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal. Concurrent conditions included depression, amenorrhea, flu and post coital bleeding. Concomitant products included diazepam (valium) from 2015 to 2016 and duloxetine hydrochloride (cymbalta) from 2013 to 2014. On (B)(6)2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), depression ("worsening of her depression / depression"), anxiety ("anxiety"), fatigue ("severe fatigue / fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection / acute lower uti"), vaginal discharge ("vaginal discharge") and allergy to metals ("nickel allergy"). In 2013, the patient experienced back disorder ("lower back problem") and arthropathy ("hip problem"). On an unknown date, the patient experienced libido decreased ("hypoactive sexual desire"), abdominal pain lower ("severe abdominal pain when not menstruating / severe abdominal cramping/ abnormally severe pain"), back pain ("back pain"), dysuria ("dysuria") and vaginal infection ("vaginal infections"). The patient was treated with duloxetine, co-trimoxazole (bactrim), naproxen, sertraline (zoloft), levetiracetam (keppra), antibiotics and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, libido decreased, depression, fatigue, abdominal pain lower, menorrhagia and vaginal infection was resolving, the seizure, anxiety, migraine, headache, back pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, dysuria, allergy to metals, back disorder and arthropathy outcome was unknown and the vaginal discharge had not resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthropathy, back disorder, back pain, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, libido decreased, menorrhagia, migraine, pelvic pain, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2013: confirming full occlusion of fallopian tubes confirming the injuries reported in this case, the following one/ones were reported in medical record: pelvic pain, nickel allergy,dyspareunia. Most recent follow-up information incorporated above includes: on 26-oct-2018: pfs received. Outcome added for the event vaginal discharge. Event lower back, and hip problems were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain when not menstruating / pain,") in a 22-year-old female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal. Concurrent conditions included depression, amenorrhea, flu and post coital bleeding. Concomitant products included diazepam (valium) from 2015 to 2016 and duloxetine hydrochloride (cymbalta) from 2013 to 2014. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), depression ("worsening of her depression / depression"), anxiety ("anxiety"), fatigue ("severe fatigue / fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection / acute lower uti"), vaginal discharge ("vaginal discharge") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced libido decreased ("hypoactive sexual desire"), abdominal pain lower ("severe abdominal pain when not menstruating / severe abdominal cramping/ abnormally severe pain"), back pain ("back pain"), dysuria ("dysuria") and vaginal infection ("vaginal infections"). The patient was treated with duloxetine, co-trimoxazole (bactrim), naproxen, sertraline (zoloft), levetiracetam (keppra), antibiotics and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, libido decreased, depression, fatigue, abdominal pain lower, menorrhagia and vaginal infection was resolving and the seizure, anxiety, migraine, headache, back pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, dysuria, vaginal discharge and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, libido decreased, menorrhagia, migraine, pelvic pain, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes confirming the injuries reported in this case, the following one/ones were reported in medical record: pelvic pain, nickel allergy,dyspareunia most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc on 17-jul-2018: plaintiff fact sheet was received. Concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain when not menstruating / pain,") in a 22-year-old female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), depression ("worsening of her depression / depression"), anxiety ("anxiety"), fatigue ("severe fatigue / fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection / acute lower uti"), vaginal discharge ("vaginal discharge") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced libido decreased ("hypoactive sexual desire"), abdominal pain lower ("severe abdominal pain when not menstruating / severe abdominal cramping/ abnormally severe pain"), back pain ("back pain"), dysuria ("dysuria") and vaginal infection ("vaginal infections"). The patient was treated with duloxetine, co-trimoxazole (bactrim), naproxen, sertraline (zoloft), levetiracetam (keppra), antibiotics and surgery (underwent a bilateral salpingectomy). Essure was removed on 30-jun-2015. At the time of the report, the pelvic pain, libido decreased, depression, fatigue, abdominal pain lower, menorrhagia and vaginal infection was resolving and the seizure, anxiety, migraine, headache, back pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, dysuria, vaginal discharge and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, libido decreased, menorrhagia, migraine, pelvic pain, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2013: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events,"abnormal bleeding (vaginal), urinary tract infection, dysuria, anxiety, migraines, headaches, seizures, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain" were added. Lot number was added. Product implant and explant date was updated. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain when not menstruating / pain,") in a 22-year-old female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal. Concurrent conditions included depression, amenorrhea, flu and post coital bleeding. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), depression ("worsening of her depression / depression"), anxiety ("anxiety"), fatigue ("severe fatigue / fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection / acute lower uti"), vaginal discharge ("vaginal discharge") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced libido decreased ("hypoactive sexual desire"), abdominal pain lower ("severe abdominal pain when not menstruating / severe abdominal cramping/ abnormally severe pain"), back pain ("back pain"), dysuria ("dysuria") and vaginal infection ("vaginal infections"). The patient was treated with duloxetine, co-trimoxazole (bactrim), naproxen, sertraline (zoloft), levetiracetam (keppra), antibiotics and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, libido decreased, depression, fatigue, abdominal pain lower, menorrhagia and vaginal infection was resolving and the seizure, anxiety, migraine, headache, back pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, dysuria, vaginal discharge and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, libido decreased, menorrhagia, migraine, pelvic pain, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2013: confirming full occlusion of fallopian tubes confirming the injuries reported in this case, the following one/ones were reported in medical record: pelvic pain, nickel allergy,dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received, medically confirmed reporter added, patient concomitant and historical condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.